Manufacturer narrative:
This report is submitted on october 17, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).